Event description:
It was reported that pump experienced malfunction alarm with malfunction code 9, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm happened again, which customer acknowledged and understood.